Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
The customer is calling because the results is getting from the meter are too high. Customer states that feels well and requires no medical attention. The customer's expected blood result is 78-130mg/dl fasting. Verified the strips expire 8/31/2018. Customer confirms the strips have been properly stored and were first opened 2/19/2016. Reviewed meter memory: (B)(6). The customer is concerned about all of these results: 180mg/dl on (B)(6) 2016 at 11:17 am, 185 mg/dl on (B)(6) 2016 at 11:16 am, and 144 mg/dl on (B)(6) 2016 at 7:45 am. The customer has not been diagnosed with diabetes. The customer is controlling everything by diet.